Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that in-stent restenosis occurred. In (B)(6) 2015, clinical assessment indicated that the patient did not have a qualifying condition of angina. Subsequently, the index procedure was performed. The in-stent restenosis (isr) of a non-bsc stent deployed in 2008 target lesion was located in the proximal left anterior descending (lad) artery with 80% stenosis and was 14mm long with a reference vessel diameter of 3mm. The lesion was treated with pre-dilatation using a 3.0x12 nc quantum balloon catheter at a pressure of 12 atmospheres. The balloon was deflated and removed. A 3.00x16mm promus premier&#10244;rug-eluting stent was carefully position, fully covering the old stent and was implanted at a pressure of 12 atmospheres. The stent balloon was pulled proximally slightly and inflated to 16 atmospheres. The stent balloon was removed. Post-dilatation was not performed; there was 10 % residual stenosis, no dissection, no thrombus and timi-3 flow. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient experienced a non-st segment elevation myocardial infarction and was hospitalized for intervention. The patient presented to the emergency department (ed) with complaints of uncontrolled hypertension, chest pain and bleeding gums superimposed on two weeks of intermittent heartburn. Previous heart attacks had presented with symptoms of heartburn and without chest pain. On admission, the patient's blood pressure was 168/87 mmhg. The location of the myocardial infarction (mi) was not identifiable. On the following day, the patient underwent diagnostic angiography and a percutaneous coronary intervention (pci) for target vessel revascularization of the proximal lad. Intervention rationale included symptoms of ischemia and elevated cardiac enzymes. On the same day, coronary angiography was performed and revealed severe recurrent in-stent restenosis in the proximal portion of the stent. The remainder of the vessel is free of significant obstruction and the main diagonal branch is free of disease. The pre-treatment percent diameter stenosis was 100%. Pre-treatment timi flow was unknown. Balloon angioplasty was performed using a 3x10mm non-bsc balloon catheter in the restenosed segment of the lad. The result was good and final injection showed widely patent stent. Post-treatment percent diameter stenosis was 0%. Post-treatment timi flow was 3. One day post procedure, the patient's blood pressure was 122/65mmhg and the events were considered resolved. On the same day, the patient was discharged from the hospital.